Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 525 mg/dL. The elevated BG was addressed by a correction bolus via the pump. No third party assistance was required. Customer changed infusion set and cartridge to resolve the issue. Tandem Customer Technical Support informed customer that Humalog insulin is indicated for use with Tandem supplies for 2 days. Customer understood and acknowledged.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.